Event description:
It was reported via literature, proceedings from an oral presentation, that atrial tachycardia occurred. Procedure summary: a pulse field ablation (pfa) procedure for atrial fibrillation (af) was performed using a farawave catheter. During electro anatomical mapping using a non boston scientific mapping system, left atrial posterior wall micro reentrant atrial tachycardia occurred. The ablation procedure was successfully completed. Patient status: no further patient complications were reported.

Manufacturer narrative:
Perumalu, k. Et al. Case of posterior wall micro reentrant atrial tachycardia in a patient with mechanical mitral valve replacement and large left atrium [conference presentation]. P521. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6) b3 date of event: bsc aware date used as no event date was provided. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.